Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6), 2006. Subsequently, it is alleged that patient underwent a revision procedure on (B)(6), 2007 due to pain and increased metal ion levels. The modular head and taper adapter were removed and replaced. A further revision procedure took place on (B)(6), 2010 for an unknown reason. The modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00980 / 00982). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.